Event description:
It was reported that a disposable drill was opened and presented to surgeon. Upon receipt of the drill bit, there was a small hole in the underside of the plastic packaging that compromised sterility of the drill.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.